Event description:
Repair center: alleged low o2/yellow light and the key is the valve is defective. Per independent repair statement: alleged unit will not start and the key is the power switch is defective.